Event description:
It was reported that the patient had increase in seizures. The physician could not attribute anything to the increase in seizures since there were no changes that would cause breakthrough seizures activity. Attempts to reach the physician for additional information regarding the increase in seizures have been unsuccessful to date. A battery life calculation was performed and the result of the calculation is 8.18 years till eos. The programming history was limited and the battery life calculation result may be inaccurate due to the lack of data.

Manufacturer narrative:
(B)(4).